Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) reviewed and provided troubleshooting options. Subsequently, the crt-d was explanted and replaced, while the lv remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.